Event description:
On (B)(6) 2010 pt reported he noticed the luer lock connection on his infusion set tubing was broken. Pt stated he was at work and was opening and closing windows when he looked down and noticed that his tubing was hanging from his infusion site. Pt reported he looked at the infusion tubing and the luer lock connection was cracked which caused it to fall off of the insulin cartridge. Pt stated he was currently on his way home to change out the infusion tubing. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.